Event description:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier using vitros chemistry products na+ slides lot 4241-1065-3601 on a vitros 4600 chemistry system. Vitros pv I lot y8558 results of 136.9 and 135.7 mmol/l vs an expected result of 117.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier using vitros chemistry products na+ slides lot 4241-1065-3601 on a vitros 4600 chemistry system. The most likely cause of the event is a suboptimal calibration. The parameters of the calibration obtained on the date of the event were not optimal when compared to the database values as the slope value was lower than expected. After a recalibration event, qc results returned to expectations. The cause of the suboptimal calibration is unknown. A possible cause is improper protocol as the suboptimal calibration was obtained using a calibrator kit (vitros cal kit 2) which requires reconstitution of the fluids. The optimal recalibration was obtained using a calibrator kit (vitros cal kit 32) which does not require reconstitution. However, this could not be confirmed nor ruled out as no information regarding the customer¿s protocol in preparing the calibrators was provided. An instrument related issue could not be ruled out as a contributing factor of the event as historical quality control results were imprecise. Additionally, no diagnostic precision testing was performed on the vitros 4600 system to assess instrument performance. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4241-1065-3601. Email address for contact office is (B)(4).